Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the recorded basal and bolus deliveries revealed that the amounts added up to the recorded total daily doses correctly. The pump alarm history reflected typical usage. A delivery accuracy test was performed and passed successfully. The complaint of inaccurate delivery was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was not delivering accurately indicating that blood glucose levels were responding to injections but not with the pump. The reporter confirmed that the pump settings were correctly programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.